Event description:
A falsely elevated ctni result of 5.99 mg/ml was obtained on one pt. It was repeated on another dimension rxl instrument with a result of 0.0 ng/ml. The falsely elevated result was not reported. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. The wash probe 2 was bent which would result in inadequate wash at the hm (heterogenous module) station. The wash probe was replaced by the dade behring service rep.